Manufacturer narrative:
We have overpassed the 30 days period to declare this incident because of difficulties of interpretation of the cause of the incident.

Event description:
Patient had an accident at work where she stumbled forwards from a seated position and landed heavily on her foot. This caused a jarring injury through her left hip. She had a lot pain after the incident. The hip was dislocated and the global femoral head removed. The sunfit th acetabular component was removed. The acetabulum was replaced with a 58mm mallory cementless cup. Bioball femoral head and neck was used.